Event description:
A home pt's spouse contacted baxter's technical svc ctr for assistance regarding a "reload set 158" alarm rec'd during the prime cycle in anticipation of the home pt's automated peritoneal dialysis therapy. Per initial report, troubleshooting of the alarm revealed that the home pt's transfer set was connected to the pt line of the homechoice set during prime. Baxter's technical svc ctr adivsed the home pt's spouse to end therapy early and to setup with new supplies; being sure not to connect the home pt until after the setup is fully primed. No pt injury or medical intervention was indicated at the time of the initial report.